Manufacturer narrative:
Corrections based on new data received.

Event description:
During the revision surgery, articular insert was replaced while other components were left in situ. Intraoperatively it was noted thick synovitis, but the appearance of the tissue was not consistent with infection. As patient had a (B)(6) nasal swab, vancomycin was started in the pre op holding area. After the aspirate the patient was also given 2g of ancef IV.

Event description:
It was reported that patient underwent a revision surgery with synovitectomy on (B)(6) due to left knee synovitis.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).